Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a ventricular tachycardia clinical study procedure (B)(6), a complete heart block occurred. The heart block was related to the ablation from the left ventricle septum. The av conduction was improved by the following day. The event did not require any medical intervention. The outcome of event was reported as resolved. The event was marked as non-life threatening/ non-serious. Patient's prognosis was unsatisfactory. Transient impairment was reported as mild.